Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, rear response button was not connected. The cause of the inability to activate the device is the detached response button. The cause of the detached response button cannot be positively identified but is likely a defective j1005 connector. Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not recognizing batteries) has been confirmed. Upon investigation the battery charger/modem bedside and battery boards were contaminated, which prevented the charger from recognizing inserted battery packs. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated charger. The pt received a replacement battery/charger modem. Device MFR date: charger: 06/01/2012.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons would not activate the device. When a zoll patient service rep (psr) visited the pt to troubleshoot, the psr also reported that the battery charger/modem was not recognizing inserted batteries. The pt received a replacement monitor and charger.